Event description:
A 60 ml equashield syringe was used to administer chemotherapy medication. Nurse went to administer, and the syringe malfunctioned; medication leaked past plunger. Lot number 208998a. FDA safety report ID # (B)(4).